Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the returned device found that it was not returned in its original packaging. All pieces of the set were returned. One of the meniscal suture loops is disassembled between the hub and shaft. The complaint was confirmed and the root cause was associated with device design. A corrective action for this failure mode is in place.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the loop retrievers of the set meniscus mender were disassembled between head and shaft when the package was opened. Backup device was available to complete the procedure. No delay and no patient injuries were reported.